Event description:
It was reported that the vamp tubing fell apart. No patient injury was reported.

Manufacturer narrative:
The unit was not returned for evaluation; therefore, the complaint could not be confirmed, nor could potential contributing factors be identified. No new actions, related to this event, will be taken at this time. Lot number was not provided, therefore, review of the manufacturing records could not be completed.